Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "after use, it was found that colloidal lumps appeared on the blood after centrifugation, and there was no monocyte layer."

Manufacturer narrative:
The following fields were updated due to corrected information: b.5 describe event or problem: it was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "after use, it was found that colloidal lumps appeared on the blood after centrifugation, and there was no monocyte layer."

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "after use, it was found that colloidal lumps appeared on the blood after centrifugation, and there was no monocyte layer."

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "after use, it was found that colloidal lumps appeared on the blood after centrifugation, and there was no monocyte layer.".

Manufacturer narrative:
Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed however low yield was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (fibrin strand(s), low yield) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. The IFU (instructions for use) for this product does not specifically claim a yield of cells rather a percent recovery of the patient's whole blood cell count. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin. This complaint is unable to be confirmed for the indicated failure mode low yield. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to fibrin and low yield were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h10.